Event description:
Event description boston scientific crm received information that this transvenous defibrillation lead exhibited elevated pacing impedance of 2800 ohms. Sensing and pacing measurements have remained stable. Continued monitoring of the lead will be performed by the physician. To date, there have been no reported patient symptoms associated with this clinical observation.